Event description:
The patient presented with chest pain radiating to the left arm. Clinical evaluation identified noise oversensing on the right ventricular (rv) lead, resulting in pacing inhibition. Provocative testing did not reproduce the noise. The rv lead was capped and replaced on (B)(6) 2026. No adverse clinical consequences were reported.